Event description:
It was reported that during a longo procedure, the device created an incomplete staple line, misformed staples. The case was completed by hand suturing. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.